Event description:
The customer was hospitalized for high bgs. It was indicated that the customer has breathing problems and new medications. Troubleshooting was performed. The high pressure test was completed and passed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule.